Event description:
Patient requesting replacement curlin pump. He stated the pump we had sent him back in (B)(6) 2023 keeps displaying an error (no code/number provided by patient) and then would just turn off. He would turn the pump back on but it would eventually repeat the same error and then shut off. Patient had to keep repeating this process until his infusion was complete. Advised patient we can replace the pump, new supplies added to profile with pump return box to send back faulty pump. No missed dose or adverse event reported. Pump available for return. No further information. Reported to (B)(6) by: patient/caregiver.